Event description:
It was reported that the patient underwent revision surgery due to dual mobility implant disassociation when the bearing disassociated from the head, approximately two (2) years, three (3) months from initial surgery. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10 - cer option type 1 tpr sleve -3 item#650-1065, lot#3050891. Act artic e1 hip brg 28x44mm item#ep-200150, lot#022880. G7 dual mobility liner 44mm f item#110024464, lot#639140. G2 ¿ foreign ¿ japan. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Devices are used for treatment. Medical records were not provided. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.